Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the buttons on the insulin pump were not responding. Customer's parent was then placed on the phone and was informed the insulin pump was no longer under warranty but that there was an out-of-warranty replacement process. The customer's mother stated that was all she wanted to know and disconnected the call. The device will not be returning for analysis.